Manufacturer narrative:
The qc data provided showed several out-of-range measurements between 23-sep-2022 and 26-sep-2022. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 43 patient samples on a cobas 8000 - cobas e 602 module. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside of the laboratory. The reagent lot number is 630098. The expiration date was requested but not provided.